Event description:
It was reported, "there are a number of errors with the baxter colleague pump devices. Basically, with these pumps, the nurse sets the drug amount, diluent and dose. The pump then calculates the infusion rate. If the nurse leaves off or adds a zero to any of these, a ten-fold overdose or underdose can occur. The pump isn't smart enough to recognize errors. The obvious system flaw is that the nurse now has to enter three numbers instead of one, thereby tripling the opportunity for error. Also, most nurses would recognize that heparin isn't supposed to run at 20ml/hr, so would not make that mistake. But by assuming the calculations are being done correctly by the machine, the nurses are less likely to notice the rate calculated. Baxter is aware of this problem and says the company is working to correct the problem. The solution, apparently, is to permit hospitals to pre-program the standard concentrations, thereby minimizing human error. But this doesn't help hospitals that may have more than one standard concentration. During rounds, heparin was discovered running at 100ml/hr instead of 20ml/hr (1000 units) as ordered." No additional clinical details were able to be obtained. No pt injury was reported.